Event description:
The affiliate reported: difficulty to drain the collection bag. Evacuation by syringe to create vacuum in the bag. Edsiii in place for 3 days. Change of bag. Clinical consequence : meningitis.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that only the collection bag was returned for investigation. The bag was connected to a new eds iii system and tested for flow. The burette was filled to the 20ml mark with purified water, and then the burette was opened, no occlusion was found the purified water flowed. The test was repeated, flow was normal. The current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records confirmed the device conformed to the specifications when released to stock. Review of the sterilization certificate conformed to the specifications when released to stock. Based on the results of this investigation no root cause could be determined as the problem reported by the customer could not be duplicated. The purified water flowed into the collection bag, and no leakage was found. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.